Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material on the nozzle, but the type of material was not identified. It is likely that a leak in the auxiliary water channel may have prevented proper reprocessing and the removal of the foreign material. However, a definitive root cause was not determined. The event can be detected/prevented by following the instructions for use which state: the detection method is described in the IFU gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the IFU gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited nozzle was clogged. There were no reports of patient involvement.